Event description:
It was reported that the patient was experiencing persistent pain and discomfort at the ipg site. Inadequate stimulation was also reported. The patient was prescribed with pain medications.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing persistent pain and discomfort at the ipg site. Inadequate stimulation was also reported. The patient was prescribed with pain medications. Additional information was received that the leads had migrated and was confirmed via x-ray. All components were explanted and will not be returned per hospital policy.